Manufacturer narrative:
The customer declined service and will have an outside vendor work on the device.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the device's button covers are torn. There was no reported patient involvement.